Event description:
It was reported that a patient underwent an implantation of an intraocular lens (iol) which is part of a product recall. Abbott issued the product recall due to a diopter mix-up between two lots.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. (B)(4): placeholder.

Manufacturer narrative:
(B)(4): the primary cause for this event was the inadvertent switching of the device history record (DHR) labeling pouches between the two totes of impacted lenses on an in-process storage rack.all pertinent information available to the manufacturer has been submitted. (B)(4): placeholder.